Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure; after removing the transeptal dilator and the non-boston scientific mapping catheter, a leak was observed with the hemostatic valve on the faradrive steerable sheath clear. The sheath was clearly leaking an unusual amount of blood. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis.